Event description:
The patient reported, she has received several mechanical error messages on her insulin infusion device over the last week. She stated she cleared them by changing the insulin cartridge and removing the battery. The patient stated that the last 2 times she changed her insulin cartridge, the piston rod of her infusion device has not responded properly. She stated that tonight, the piston rod returned only after several attempts. The patient said she has a slightly elevated blood glucose reading of 300 mg/dl which she has corrected by giving herself a bolus through the infusion device. She stated the only message she received today was an a1 (low cartridge) alert. On follow up, the patient stated her blood glucose levels are normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.